Manufacturer narrative:
Lot number - 19b023, 19e016, 19f014. Eight (9) single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of all nine devices was found to be within specification. The reported condition was not verified. A batch review was conducted for lots 19b023, 19e016, and 19f014 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 10 </noe> malfunction events. It was reported that ten (10) small volume folfusors underinfused during infusion. The events each involved a patient with no patient consequences. No additional information is available.

Manufacturer narrative:
Nine (9) single-use devices were received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.